Event description:
On an unknown date an amplatzer torqvue delivery system was selected for use. During the procedure, bubbles were visualized in the delivery sheath loader and the patient experienced st elevation with chest pain. No air was visualized in the patient. The device was replaced and the procedure was completed with no adverse patient consequences. The user tested the device ex vivo and replicated the issue. Following the procedure. The patient was asymptomatic.

Manufacturer narrative:
The reported event of bubbles present in the loader could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.